Event description:
Olympus (omsc) was informed that the customer visera elite ii video system center was returned to olympus for repair for a reported ¿power does not turn on¿. The problem occurred during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue. The power may not be turned on due to a defective power converter. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of power was due to a power supply malfunction. The root cause of the power supply malfunction was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting the event (won¿t power on) occurred during maintenance and inspection. There was no patient harm or consequence reported as a result of this event.